Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty charge-coupled device (ccd). The specific cause of the faulty ccd was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the video on the flex deflectable videoscope kept cutting out when the scope was bent or put into a straight position. The image disappears during angulation but returns. The customer reported that this is the third time sending the device for the same issue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending section cover had light scratches; the image flickered and blacked out when angulated; and the bending section was slightly dented. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.